Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2016. According to the complainant, towards completion of the procedure and outside the patient, the scrub tech heard a "cracking noise". The fiber body was broken in half and the scrub tech felt a sharp sting and heat on the right outer hand near the palm. The burned area was one-eight of an inch which eventually turned into a blister and left a small red spot. Reportedly, the scrub tech's hand did not bleed or break the skin and first aid treatment was done to the injury. The laser fiber worked fine during the procedure and the case was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the fiber tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 76 cm from the tip of the connector to the break and a burn mark was noted at the break. The second piece measured approximately 241 cm from the break to the distal tip. Pre disinfection notes revealed that the there was a kink on the fiber body and the fiber broke at the kink after the rinsing cycle at bsc investigation site. The third piece that broke measured approximately 1.8 cm from the break to the exposed glass tip and a burn mark was seen at the break. There was no damage to the fiber face within sma connector. Functional analysis revealed that the "attach laser fiber" message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam was seen exiting at the break. As a result, effective transmission was not measured. The condition of the returned device confirms the reported event of fiber broke. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a flexiva 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2016. According to the complainant, towards completion of the procedure and outside the patient, the scrub tech heard a "cracking noise." The fiber body was broken in half and the scrub tech felt a sharp sting and heat on the right outer hand near the palm. The burned area was one-eight of an inch which eventually turned into a blister and left a small red spot. Reportedly, the scrub tech's hand did not bleed or break the skin and first aid treatment was done to the injury. The laser fiber worked fine during the procedure and the case was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.